Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided); cause was unknown. Due to bg level the customer was unconscious. Customer required assistance consuming carbohydrates and receiving glucagon to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.